Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implantable neurostimulator (ins) had been flipping inside the pocket for the past 2 months. It was stated the consumer had fell down and twisted their back. They had a doctor appointment scheduled for (B)(6) 2016. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.